Event description:
It was reported by the customer's mother that the customer's pump was delivering too much insulin last night and then shut off. Customer's blood glucose level was 26 mg/dl. Customer treated with juice. Customer had a blank display and the battery compartment was neither damaged nor corroded. Customer's mother inserted a new aaa energizer alkaline battery into the pump, but the display did not return. Customer's mother removed the battery for 10 minutes. Customer's mother cleaned the battery contacts and reinserted a new battery. Customer's mother stated that the display did not return. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
All operating currents were within specification and no blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-66109.